Event description:
It was reported by a peritoneal dialysis (pd) registered nurse (rn) that a patient¿s liberty select cycler went blank during power up for pd treatment. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys made sound when pressed. The cycler was rebooted and the ok and stop keys lit up but the screen remained blank. The pdrn was advised to have the patient discontinue the use of the cycler and to inform the pd nurse when the new cycler was received. The cycler was returned to the manufacturer and a replacement cycler was provided. During the initial call there was no harm reported in regard to the patient. The patient was not connected during the event. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation a visual inspection of the returned cycler exterior showed no sign of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. A known good inverter board was installed and the display became operational. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device history record (DHR) found a failure analysis problem report. The cycler was previously returned for a blank screen on (B)(6) 2021. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board. The cycler was refurbished following the evaluation.